Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01113, and 1627487-2022-01284. It was reported that the patient had a fall, and when the system was being investigated it was noted that both leads came out of the ipg header and two contacts snapped off and remained in the header. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.